Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "the DHR for the returned instrument was reviewed and found complete without any irregularities. (B)(4). It was found that this order was made from the correct materials and components and all approved processes were followed. Evaluation of the returned instrument shows that the jaws are loose and misaligned to each other and bent to the right and the jaw pivot pin is pulled thru one side of the bent damaged outer tube assembly. As returned this instrument is complete and not missing any of its components. We are able to validate this complaint for the returned instrument. After the initial evaluation this instrument was dis-assembled in order to evaluate its internal components and it was found that the inner drive rod is bent, and its bosses are both slightly damaged where they engage the jaws. We suspect that the damaged drive rod bosses caused the jaws to become slightly loose and misaligned in the closed position. We are unable to determine what caused the drive rod bosses to become damaged but mishandling such as excessive force being applied to the handle to jaw mechanisms of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested and properly lubricated prior to shipment to the customer, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "the jaws of the applier got broken during use. Therefore, the applier was replaced with a new one to complete the p rocedure. Nothing fell/remained in the patient and no injury to the patient occurred."

Manufacturer narrative:
Qn#(B)(4). UDI number unavailable as complainant did not report a valid lot number the sample was returned to the manufacturer for evaluation. The manufacturer reported: "the DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at (B)(4) facility as part of a (B)(6) -pc lot in april of 2023. It was found that this order was made from the correct materials and components and all approved processes were followed. Evaluation of the returned instrument shows that the jaws are loose and misaligned to each other and bent to the right and the jaw pivot pin is pulled thru one side of the bent damaged outer tube assembly. As returned this instrument is complete and not missing any of its components. We are able to validate this complaint for the returned instrument. After the initial evaluation this instrument was dis-assembled in order to evaluate its internal components and it was found that the inner drive rod is bent, and its bosses are both slightly damaged where they engage the jaws. We suspect that the damaged drive rod bosses caused the jaws to become slightly loose and misaligned in the closed position. We are unable to determine what caused the drive rod bosses to become damaged but mishandling such as excessive force being applied to the handle to jaw mechanisms of this device at the end user's facility is suspected. All (B)(6) instruments from this lot were 100% visually inspected and function tested and properly lubricated prior to shipment to the customer, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "the jaws of the applier got broken during use. Therefore, the applier was replaced with a new one to complete the procedure. Nothing fell/remained in the patient and no injury to the patient occurred."